Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020. Customer's blood glucose level was 1124 mg/dl at time of incident. Customer treated with insulin drip. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that reservoir was leaking out of the insulin pump. The insulin pump will not be returned for analysis.